Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle hard to remove. Customer blood glucose value was 389 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports the needle was not attached to the sensor and the sensor was not stuck to the adhesive. Customer reports the sensor fractured while in the body. Customer reports that the electrode fractured in the body when customer was removing it and customer used a pair tweezers and removed it. Customer reports the sensor was no longer in the body. The customer stated that they did not receive medical treatment as a result of the needle fractured while still in the body. Customer reports they did not receive a sensor updating or sensor glucose value not available alert. Customer reports they did receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. The customer was advised to discontinue use of the device and to revert to the back-up plan. The device will not be returned for analysis.